Event description:
It was reported that the device could no longer recognize the remote control. No adverse patient effects were reported by the customer.

Manufacturer narrative:
The affected device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The downstream occlusion (dso) seal and remote dose connector were damaged. A visual inspection and function test were performed, and the customer problem was confirmed. The root cause of the reported problem was the damaged remote dose connector. As a result, the dso seal and remote dose connector will be replaced.